Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up, the device detected non-sustained ventricular tachycardia despite being supraventricular and starts each time definitively in the atrium. No programming change was made. The patient condition is good before, during, and after the event.